Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller with the process. After resetting, the malfunction did not reappear, and the customer was advised to continue using the pump and to contact support if the issue recurs. The caller acknowledged and understood the instructions.